Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient had two lesions treated during index procedure. One endeavor sprint rx drug-eluting stent implanted to proximal rca (MFR # 2953200-2010-01025). One endeavor sprint rx drug-eluting stent implanted to distal lad. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Patient was asymptomatic / free of symptoms at 1 month, 6 month and 1 year follow-up.

Manufacturer narrative:
(B) (4). Evaluation: results: (mi).